Manufacturer narrative:
Reported event: an event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant stated the following: ¿the patient underwent a right total hip arthroplasty that according to the narrative developed a peri prosthetic joint infection and underwent irrigation, debridement and head and liner exchange. I cannot confirm that the event occurred since I only have part of the original primary operation with no other corroboration except as noted in the narrative. Regarding the possible root cause of this event, I cannot determine this with certainty. Acute postoperative infection can be from contamination of the surgical field or systemic spread from a septicemia or bacteremia.¿ -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: no other similar events were reported for the lot or sterile lot. Conclusion: all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance with applicable iso standards. A review of the provided medical records by a clinical consultant could not confirm the event or determine root cause due to insufficient information available. Additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. The following devices were also listed in this report: delta v-40 ceramic head 36/+5; cat# 6570-0-236; lot# 85795203. Primary tritanium hemi cluster hole cup 56mm; cat# 502-03-56e; lot# 1y3xjj. Trident 0 deg x3 insert 36mm ID; cat# 723-00-36e; lot# n01ada. Size 4 accolade ii 132 deg; cat# 6720-0435; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: "right hip acute periprosthetic joint infection. No further information available per hospital. Explants not available per hospital." Irrigation and debridement as well as head and liner exchange were done. A 36 + 5 mm head and 0° 36 e liner were explanted.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: delta v-40 ceramic head 36/+5; cat# 6570-0-236; lot# 85795203. Primary tritanium hemi cluster hole cup 56mm; cat# 502-03-56e; lot# 1y3xjj. Trident 0 deg x3 insert 36mm ID; cat# 723-00-36e; lot# no1ada. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: "right hip acute periprosthetic joint infection. No further information available per hospital. Explants not available per hospital." Irrigation and debridement as well as head and liner exchange were done. A 36 + 5 mm head and 0° 36 e liner were explanted.